Event description:
It was reported that the patient presented in clinic for a follow up. Upon device interrogation the clinician noted that inappropriate shock was delivered by the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient was in stable condition.